Event description:
It was reported that post procedure the patient experienced a ¿silent pontine infarct.¿ the stroke resolved the following day and the patient was reported to be in stable condition.

Manufacturer narrative:
Conclusion: anticipated procedural complication. The lot number of the subject device was not initially reported; however, a ship history review identified two lots that were supplied to the user facility prior to the reported event. A review of the device history record (DHR) on the two lots confirmed that these lots met material assembly and performance specifications prior to release. Upon receipt of the subject device, it was observed that the inner body was in the outer body and the stent was its intended location. Analysis of the returned device revealed that the outer body was compressed distal and proximal to the stent location. Slight friction was encountered when the stent was deployed on the table. The stent was examined and found conforming to its visual specifications. The inner body was examined, and no defects were found. The damage observed to the distal and proximal area of the stent location is indicative of stent deployment friction. The root cause of friction during deployment cannot be definitively determined in this case. However, the reported patient outcome of stroke has been confirmed based on the event provided by the user facility. There is no indication from the investigation or information provided that the reported stroke is related to product specification nonconformance or misuse. Additional information obtained further confirms that the physician did not attribute the stroke to the inability to deploy the stent during the procedure. Patient stroke is a known and anticipated complication to these types of procedures and is listed as such in the direction for use. Therefore, a root cause of anticipate procedural complication has been assigned to this event.

Event description:
It was reported that post procedure, the patient experienced a ¿silent pontine infarct.¿ the stroke resolved the following day and the patient was reported to be in stable condition.